Event description:
An attempt was made to deliver one endeavor resolute drug-eluting stent to a calcified , tortuous lesion in the lad with 90% stenosis. The lesion was pre-dilated with a 1.25 mm balloon, and 80% stenosis remained after pre-dilatation. An attempt was then made to position the stent in the lesion but the device could not pass the lesion due to calcification. The endeavor resolute device had been inspected prior to use with no issues noted. The lesion was pre-dilated again with a 2.00 mm balloon and 75% stenosis remained, then the physician used another device (same size) to complete the surgery. No patient complications or clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for analysis. The distal tip was kinked and flared. A number of struts on the 16th and 17th distal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 80% stenosis and calcification). Deformation problem (stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 80% stenosis and calcification). Inherent risk of procedure ¿ (stent deformation). (B)(4).